Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04023.

Manufacturer narrative:
Evaluation results: the accompanied lead was cut into two segments. Continuity test showed a few channels were electrically open, it was unk whether it occurred during explant or while it was in the pt. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.